Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver log was reviewed and found hardware battery errors and screen error alarms. The reported event of a an error icon display was confirmed. The root cause was determined to be a defective receiver battery.&#842;

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver displayed an error. At the time of contact, no injury or medical intervention was reported.